Event description:
A revision (dor (B) (6)-2009) was done because of strong pe wear and debris granuloma migration.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.